Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A materials coordinator reported that, during intraocular lens implant procedure lens did not load properly and it did not unfold properly. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.6 and h.10. The product was not returned. A qualified cartridge and handpiece were indicated. The indicated viscoelastic is not qualified for use. The root cause for the reported loading and unfolding issue may be related to a failure to follow the dfu (directions for use). The instructions for use (IFU) instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).